Manufacturer narrative:
Device evaluation summary: a service engineer (se) inspected the device and replaced the expiratory flow sensor. The unit passed testing and operated within the manufacturing specifications. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and found that the expiratory flow sensor needed replacement. The repairs have not yet been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator had an expiratory flow sensor issue and was also inoperative. It was also noted that the settings had been locked. There was no harm to the patient as a result of the event. At this time, it is unknown if the patient was transferred.